Manufacturer narrative:
Section d4: updated. Section h4: updated. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6) and the reported renal failure, hemolysis, and possible pump thrombosis could not be conclusively established through this evaluation. The reported events could not be confirmed through this evaluation. The account communicated that the patient did not have therapeutic inr for an unknown time. One week prior the patient had an ldh of 800 u/l and clinical signs of hemolysis, including tea colored urine. The patient was admitted to the hospital and ldh was 2627 u/l. A pump exchange was performed on (B)(6) 2019. No alarms were reported for this event. It was later reported that an echo did not show a clot and the patient was treated based on elevated ldh and worsening renal failure and anemia. It was reported that a clot was visualized in the lvad/lv during the pump exchange. The account communicated that heartmate ii lvas, serial number (B)(6) will not be returned for evaluation. The hmii lvas IFU lists hemolysis, renal failure, and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU outlines indications of pump thrombosis as well as how to respond to such events. The IFU also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient did not have a therapeutic international normalized ratio (inr) for an unknown period of time. Labs 1 week prior to event had lactate dehydrogenase (ldh) of 800. Clinical signs of hemolysis including tea colored urine were reported. It was reported that the patient was admitted to the hospital. Ldh was reported to be 2627. A cause for hemolysis was attributed to a clot that was visualized during pump exchange. An echocardiogram was performed which did not show a clot. The patient was treated for elevated ldh, worsening renal failure and anemia. No change in patient condition or anticoagulation status that may have contributed to the event were reported. A pump exchange was scheduled and completed on (B)(6) 2019. It was reported that the pump showed evidence of possible thrombosis. No alarms were noted. No additional information was provided.